Event description:
Since one year after getting breast implants, I have capsular contracture. Then over the years up until now I have over 20+ symptoms: chronic neck and back pain, fatigue, headaches; papules, nail changes, hair loss, eyelash loss, gastro and digestive issues; profuse sweating, persistent viral and bacterial infections, muscle aches and pains, joint pain; shortness of breath, ringing in the ears, short term memory loss; morning stiffness, sinus infections, insomnia, inflammation, burning, red eyes, and constipation. Prior to getting these implants, I've never experienced these symptoms, and as time goes on, they continue to worsen.